Manufacturer narrative:
Concomitant product(s): vedr01 ipg, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead integrity warning for out of range and high impedances since the date of generator change. An x-ray was performed and the physician suspected an electrode fracture. Reprogramming was performed and the clinic will continue to monitor the issue. The lead remains in use. No patient complications have been reported as a result of this event.